Manufacturer narrative:
Alleged failure: it was reported by the sales rep cullen brown the cable does not come off standby when disconnected from the light post ref. RMA 12104823 salesforce case number (B)(4). Update 12/12/2019: sales rep, cullen brown, confirmed that the issue noticed is the safelight cable remains on when disconnected from the scope. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause may be a not fully seated light cable or a damaged contact ring on the light source. The l9000 light source will not be coming in-house for evaluation. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the safelight cable did not deactivate.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the safelight cable did not deactivate.